Event description:
Same case as MDR ID# 2134265-2012-05851. It was reported that during an unspecified procedure a coil protruded from the catheter tip. A 4f non-bsc catheter was placed at the target lesion. A 6mm x 20cm interlock 35 coil was advanced in a 4f non-bsc catheter, however it was noted that "the final few mm got stuck and would not detach." No patient complications were reported. Additional information has been requested and is not available.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by manufacturer: the complaint device was not returned for analysis; therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was determined to be user related. The dfu states "the interlock" - 35 fibered idc" occlusion system is recommended for use with a 5f (0.035 in [0.89 mm] or 0.038 in [0.97 mm] inner lumen) imager" ii diagnostic catheter." And "the use of other diagnostic catheters may result in an inability to deliver, deploy or recapture the device". In addition, the dfu states "in order to reduce the risk of complications, a continuous flow of appropriate flush solution should be maintained through the catheter and any intraluminal device". (B)(4).